Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the c drive had exceeded its threshold. A technical support specialist logged into the station, deployed a clean disk package, cleared cbs logs and software distribution files, and shrank the database to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was only able to access remotely and caused trouble to sign in. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.